Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their device is not working and they know it's not working because no matter how high they increase the stimulation, it just drops down. Caller added that they went to an ER visit for a separate issue on may 13th and was diagnosed with a severe uti and was given 300mg of cestinir. Caller was concerned about the uti because the doctor told them it was severe and if they waited another couple days, it could have turned them septic again. Caller noted that prior to implant they were hospitalized 3 times for a uti that caused them to become septic, they were admitted to the hospital and tested and found out the patient was not fully emptying their bladder and that's why they got the implant. Caller said that shortly after they moved, they noticed around the 25th to 26th of april that when they were going to the bathroom it was almost like a blockage and they couldn't get it out. Caller increased the stimulation to 1.6 and felt the stimulation but as the day went on, they didn't feel the sensation anymore and were still hardly going. Caller mentioned they drink tons of water a day and knew they were holding on to the urine, but by the end of the day it just felt like it wasn't even on. Agent recommended the patient to consult a general practitioner to further address the issue with the uti. Agent sent caller physician listings to have the device checked. Patient's previous healthcare provider (hcp) provided 2 referrals for hcps around the area but the earliest appointment that was given was for july and was concerned about the long wait.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their stimulator is not working. Patient (pt) was upset they could not be seen by an health care provider (hcp) until july. Patient was upset that the agent could not help he patient with finding a new health care provider (hcp). Pt stated it was unknown. The cause was not determined. It was reported that the issue was not resolved. The cause of the stimulation going down no matter how high it was increased or the loss of stim was determined but it seemed patient was confused by the question. It was reported that the issue was not resolved. Patient stated if there was anything wrong with the device or they can not see the health care provider (hcp) they will remove it.